Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2006; 6947 implantable tachy lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was shocked for a fast ventricular tachycardia (vt) episode and was admitted to the hospital. The data was missing from the remote transmission that was sent. It was also noted that it showed an invalid data message. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The translated file does not confirm or refute the claim. The tech services calls confirm the invalid data message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.